Manufacturer narrative:
Unit received with critical pump error and pump error due to moisture damage to force sensor. Unit received with corroded electronic assemblies, corroded motor home switch and cracked case corner of the belt clip rails near the battery compartment. He insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was a long crack beginning from the top of the insulin pump , all along the length of battery tube. The customer's blood glucose level was unknown. The device will be returned for analysis.